Event description:
It was reported that when using the bd pyxis¿ es server discharged patients continued to appear across multiple stations. The customer rebooted the devices; however, the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.